Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the treatment of an abdominal aortic aneurysm of unknown size on an unknown date. However, it was reported that on follow up CT exam, a type ib endoleak was observed in the right iliac limb of the stent graft. As per the physician the cause of the event is anatomy related due to continued growth of the aneurysmal sac this led to the iliac limb being pulled back into the aneurysmal sac and the endoleak to occur. No additional clinical sequelae were reported and the patient will be monitored by the physician.